Event description:
An elevated estradiol test result from the bayer advia centaur system was utilized by the clinician to treat inappropriately with a fertility drug. This treatment caused a cyst to form that required draining the cyst and sending the pt to the hosp for observation.